Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 44 mg/dl. The customer stated that he was exercising prior to the event. Troubleshooting was performed. The customer was using the insulin pump correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.